Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss for 3 hours or more from the tandem pump display device. The patient had been getting an out-of-range message on their pump since (B)(6) 2023. The patient was alerted to the signal loss and aware of the error state. Per documentation, the patient had been monitoring the bg (blood glucose) by fingerstick for 3 hours or more without signal; however, the bg values were not documented. The patient felt dizzy and passed out for a while. The patient's mother called paramedics and woke the patient up. The mother provided honey and juice before paramedics arrived and the patient was conscious when they arrived. It was not documented whether a bg was checked by anyone during the episode. Paramedics provided IV dextrose. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was doing well after eating a meal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss for 3 hours or more from the tandem pump display device. The patient had been getting permanent out-of-range message on their pump since (B)(6) 2023. The patient was alerted to the signal loss and aware of the error state. Per documentation, the patient had been monitoring the bg (blood glucose) by fingerstick for 3 hours or more without signal; however, the bg values were not documented. On (B)(6) 2023, the patient felt dizzy and passed out for a while. The patient's mother called paramedics and woke the patient up. The mother provided honey and juice before paramedics arrived and the patient was conscious when they arrived. It was not documented whether a bg was checked by anyone during the episode. Paramedics provided IV dextrose. Of note, the sensor was removed and patient started a new sensor. At the time of the report, the patient was doing well after eating a meal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No additional patient or event information is available.